Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was in a car accident and subsequently experienced a shocking or jolting sensation when the stimulation was turned on. Impedance readings were normal. No information was provided related to the pt's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.